Event description:
It was reported that during a laparoscopic assisted colon resection, the device did not make it through the initial test. It would automatically go to instrument error. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the device was rec'd in good condition. No visible damage was noted. The device was tested with gen04 and had intermittent activation. No error code was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the mfg process.